Manufacturer narrative:
Results of investigation:(non-return analysis-log files) the suspect device was not returned to vyaire medical for evaluation. Communication issues are visible which trigger the cfb logs, most likely related with the apphang investigation. Apphang messages can only be visible with the bellavista lo analysis tool. (Return analysis-fa lab investigation) the exact root cause was not determined as there were no functional or performance issues were found. Vyaire medical was not able to confirm the reported issue. The suspect component was returned for evaluation. Return analysis visual inspection of the unit under test (uut) found it returned without an esd bag; there were no other indications of damage or misuse. The uut was installed into a known good top level system, and upon startup the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, zero pressure calibration, test base unit, self test, and circuit ¿e¿ test were performed and passed with no functional issues found. The bellavista unit was cycled for 1 hour with previous user¿s settings and functioned as expected with no alarms or warning messages. The vent was then cycled with 70% o2 and then 100% o2 and continued to function as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was confirmed in the log file but not duplicated in the fa lab. As a resolution, vyaire ts advised that the mainboard needs to be replaced. Mainboard replaced. Performed test base unit to check blower, all numbers are within specifications. Instructed customer to perform an insp block test and blower test to check if no issue; issue resolved.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000e us unable to describe a specific alarm or issue but found cfb error in logs during analysis. Furthermore, there was no patient associated with the event.